Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during low anterior resection for colon resection of the closure of the stoma, they connected reload to handle with no problem. Then surgeon tried to squeeze the handle ,however could not squeeze and could not fire the device. The sales rep noticed the staples came out from the staple pocket of the cartridge replaced by reload, the firing was completed with no problem. No patient injury.